Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 5.2a. Retainer ring = black. On 07.09.2021 customer called in: there is a crack on the battery compartment from back going to the front. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked case(battery tube), cracked battery tube threads and cracked lcd window top right corner. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case(battery tube), cracked battery tube threads and cracked lcd window top right corner were noted.